Event description:
Complaint reported by attorney. Plaintiff claims to have desara sling implanted on or about (B)(6) 2010. Plaintiff underwent a surgical procedure to correct her diagnosis for vaginal vault prolapsed, stress urinary incontinence, cystocele and rectocele. No further information is available at this time.